Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) ahs been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open green (+3.3v) wire in the trunk cable connector. The root cause for the open wires could not be positively identified. No adverse event resulted from the open wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 204. The pt was issued a replacement electrode belt.